Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switch episodes were observed due to diagnostic anomaly. Programming changes were recommended. No further information is available.